Event description:
It was reported that in preparation for a drug eluting stenting procedure, stent damage was observed. In preparation for the procedure, a flare in the distal end of the taxus liberte 12 x 2.50mm stent was observed. The stent was not used in the procedure. The procedure was completed using another taxus liberte stent. No patient injuries or complications were reported. The patient's current condition is unknown.

Manufacturer narrative:
A detailed device analysis found damage to the distal end of the stent. Some of the struts were misaligned. The complaints states that this damage was noticed at preparation. However, the device could not have been packaged as a result of the stent damage that was present. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. Visual examination of the remainder of the device found no issues that could contribute to the complaint incident. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the stent damage cannot be conclusively determined.